Manufacturer narrative:
Device manufacture date and single use labelling, corrected data: initial MDR inadvertently reported na (instead of ni) and yes (instead of no).

Manufacturer narrative:
Suspect device: software version is (B)(4).

Event description:
It was reported that before an MRI, a patient had their generator output currents all disabled prior to the scan as per protocol. The patient's device was turned back on following the scan. After this, a "'current not delivered" message was observed. The physician exited the session and re-interrogated the device, and then the message was gone. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. Based on the reported sequence of events, the low output current message seen on this patient¿s device appears to be consistent with the false low output current described above. No additional information has been received to date.